Event description:
It was reported that this device delivered inappropriate therapy for several sinus tachycardia and supraventricular tachycardia (svt) episodes. As a result , the device delivered inappropriate anti-tachycardia pacing (atp) and 15 shocks collectively. Therapy was reported to have exhausted on all episodes. Communication with technical services (ts) reviewed the reports with the clinician. The device remains in service. No additional adverse patient effects were reported.